Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 09:56:26. During night drain cycle fourteen, the patient's ultrafiltration reading was 999ml, indicating the home patient (hp) drained 999ml more than their maximum programmed fill volume of 1500ml. No additional information is available.